Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure to treat a target lesion in the heavily calcified and tortuous mid left anterior (lad) descending artery. The physician advanced a 3.0 x 33 mm xience prime stent delivery system into the patient anatomy; however, the device was unable to cross to the target lesion and was removed without difficulty. An unspecified xience xpedition was then advanced and the stent was deployed at the target lesion. The physician then advanced a 2.5 x 12 mm mini vision stent delivery system to treat another lesion; however, this device was unable to cross to the target lesion and was removed without difficulty. A 2.5 x 18 mm mini vision stent delivery system was then advanced; however, this device was also unable to advance to the target lesion. The physician then noted that a dissection had occurred during the procedure. It was unknown which device caused the dissection caused the dissection, but it was felt that the dissection was due to the difficult patient anatomy. A non-abbott stent delivery system was then advanced into the anatomy and the stent deployed to treat the dissection. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience xpedition referenced is being filed under a separate medwatch report number. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There is no indication of a product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, dissection is listed in the mini vision coronary stent system instructions for use as a known patient effect of coronary stenting procedures.